Manufacturer narrative:
Conclusion: there is no documentation that the liberty cycler malfunctioned and was preventing the patient from completing pd therapy. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the pd patient had been hospitalized on (B)(6) 2017 due to fluid overload as a result of four days of missed treatments as a result of non-compliance with her peritoneal dialysis treatments. The contact stated his wife voluntarily decided not to complete her peritoneal dialysis treatments and as such became extremely swollen. As of (B)(6) 2017 the patient remained hospitalized. Medical records were requested.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and accelerated stress test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient's contact stated the pd patient had been hospitalized on (B)(6) 2017 due to fluid overload as a result of four days of missed treatments as a result of non-compliance with her peritoneal dialysis treatments. The contact stated his wife voluntarily decided not to complete her peritoneal dialysis treatments and as such became extremely swollen. As of (B)(6) 2017 the patient remained hospitalized. Medical records were requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the pd patient had been hospitalized on (B)(6) 2017 due to fluid overload as a result of four days of missed treatments as a result of non-compliance with her peritoneal dialysis treatments. The contact stated his wife voluntarily decided not to complete her peritoneal dialysis treatments and as such became extremely swollen. As of (B)(6) 2017 the patient remained hospitalized. Medical records were requested.